Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a pneumatic module leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Event site postal code (B)(6). A getinge field service engineer (fse) troubleshoot and found safety disk causing intermittent issue. Fse replaced safety disk to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.